Event description:
2/2 reference (B)(4) for related complaints) documenting pump it was reported that pump (B)(4) is beeping, alarmed no disposable today twice, using cassette 3 from 03/02/2022 shipment. Did not provide reservoir volume at time of alarms. Resolved alarm and continuing to infuse same cassette. No further details provided. No additional details known. No injury.